Event description:
Per independent repair center statement, the unit had low o2 or yellow light. The key failure was the valve operator was leaking. Additional malfunctions include the bed hoses were leaking, the heat exchanger was leaking, the gear clamps were leaking, and the power switch was leaking.